Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, broken on the plug strap, one opening curved on the posterior and crease fold. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior and broken sharp on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. A sharp broken on the plug strap due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.